Event description:
It was reported that the pt had experienced a loss of baclofen effect. The catheter was replaced. The revision revealed a catheter transection. Ties were used to remove the distal segment. The pt recovered without sequelae. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
The catheter segment has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.